Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a red alert via remote monitoring for out-of-range shocking lead impedance (sli) on this right ventricular (rv) lead . Interrogation found a single measurement of zero ohms. The remainder of the sli measurements in device memory were within normal limits. No adverse patient effects were reported. This device remains in service.